Event description:
It was reported the tele mx40 had a speaker malfunction, no tones were coming from the device. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the reported issue could not be replicated. The speaker was replaced for precaution and the device was returned to the customer. Based on the information available and the testing conducted, philips was unable to replicate the reported problem. The exact cause for the reported issue could not be established. The reported problem was not confirmed. The speaker was replaced for precaution and the device was returned to the customer. If additional information is received the complaint file will be reopened.